Event description:
Pt reports a leak in her tubing with port replacement having already occurred.

Manufacturer narrative:
Taper ii. The product associated with this report has been discarded and will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Inamed will not receive the product associated with this report. Therefore no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."